Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2026-00003-00. The date of that submission was 03-feb-2026. H3: one device was received for evaluation. Visual inspection found no physical damage or other anomalies. Functional testing was performed where the extension set was individually leak tested at 45 psi for 30 sec. Using a hydrostatic pressure pump and no leaks were observed.

Event description:
It was reported that the pump had been alarming error 45636. The patient had stated that the pump had been leaking and that a wet spot had been noticed on her pants, with the carrying case also wet. The patient had been instructed to open and then close the battery door. A loss of power alarm had been acknowledged. The pump had been powered down, and the clamp on the tubing closest to the PICC line had been closed. The pump had been placed in a biohazard bag. The patient had been instructed to call the doctor immediately and had been informed that the infusion could not be stopped for more than four hours. The medication had been blincyto. There were no injury and the event occurred while in use with a patient.